Manufacturer narrative:
The masterlift has a broken lift strap axle due to wear. In the service manual a restoration set is referred to as a repairable component. Customers should have these components checked for wear during servicing.

Event description:
(B)(6).